Event description:
Additional info was received from the ophthalmologist indicating that the intraocular lens (iol) was explanted and replaced on 03/24/1999. The pt is reportedly happy with the outcome.